Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficult to position/remove the balloon catheter was unable to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow report will be submitted with all additional relevant information.

Event description:
It was reported that a balance middleweight (bmw) universal ii guide wire could not move freely inside the balloon catheter. There was resistance during advancement and removal of the catheter. Another bmw universal ii guide wire was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.